Event description:
During a clinic follow-up, a loss of capture was observed on the right ventricular (rv) lead on a non-pacemaker dependent patient. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.